Manufacturer narrative:
The carr-locke injection needle subject of the reported event was returned for evaluation. Examination revealed that the needle was both clogged and corroded with rust. Further review of the device found a gap in the glue bond, which was identified as the cause of the reported leaking of the device. The cause of the gap could not be determined. The carr-locke injection needle instructions for use states, "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. Do not attempt to actuate the injection needle with the catheter in a straightened position. The injection needle has been engineered and manufactured with a specific "preload" that is necessary to assure the full projection and full retraction of the needle from the distal hub when the device is in very tortuous configurations. Using accepted medical methods, purge the needle assembly of air using 0.5-0.75cc of injection media." Steris offered in-service training on the proper use and operation of the carr-locke injection needle; however, the user facility declined. The device history record for the subject lot was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that their carr-locke injection needle was leaking during a patient procedure. No report of injury or procedure delay.

Manufacturer narrative:
The carr-locke injection needle subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.